Manufacturer narrative:
(B)(6). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude event report ((B)(4)) states: I had a hip replacement surgery. The device used was the depuy pinnacle metal-on-metal hip. I need to have a revision because, the hip is deteriorating and the device is releasing cobalt and chromium into my blood stream. Doi: (B)(6) 2008. Update: (B)(6) 2012 - litigation papers received. They allege that patient has experienced severe pain and toxic levels of cobalt and chromium in her body due to the articulating surfaces of her implant system. Complaint was reopened to change the unknown pinnacle hip to a metal liner and femoral head due to metal-on-metal allegations, and to reverse the MDR decision to yes. No revision surgery reported.